Event description:
It was reported that cath. Was being used for shoulder surgery. Md inserted cath. Under supervision of another md. Md threaded cath. Past tip of needle and lost stimulation. He withdrew cath. Into needle and tried again. Unknown number of attempts were made to thread cath. While maintaining stimulation. After threading cath. And losing stimulation, md tried to withdraw cath. Into needle and met resistance. He attempted to withdraw cath. And needle as one unit and was unsuccessful due to resistance. He then withdrew needle, leaving cath. In patient. The md pulled cath. Out of patient. Upon exam of cath., staff realized that cath. Separated and a piece approx. 3/4" was retained. Patient's surgery went on as scheduled and was successful. After surgery, ortho. Surgeon performed cut down and removed retained piece (had a knot in it). The device will not be returned for analysis; only a photo will be returned. A follow-up report will be filed if more information becomes available.